Event description:
Loss of pacing was observed during the implantation procedure at atrial level; therefore, the device was not kept implanted.

Manufacturer narrative:
(B)(4) 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.